Event description:
24 week gestational age twin was occupying an ohio brand infant incubator with open hood and temperature being regulated by radiant warmer. The calibration switch on the radiant warmer allegedly stuck causing a constant output of radiant heat.